Event description:
It was reported that during a da vinci hepatectomy procedure, the fenestrated bipolar forceps instrument collision occurred a couple of times during the procedure. Surgeon also used the instrument for counter-traction on the liver. Procedure was completed without mishap. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch cable broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. An additional observation not reported were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. An additional finding was various scratches on the distal end of the main tube exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found.